Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported through report# mw5068183, that two 50 mm rods were implanted in the patient on (B)(6) 2014. Post-op, both the rods broke in less than three years of use causing the patient to need a repeat surgery. The rods were explanted on (B)(6) 2017.